Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the smart device and transmitter occured. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a pairing failure was confirmed. In addition, a loss of connection was present in connection to the reported allegation. The root cause could not be determined. The reported issue of a pairing failure is reportable based on the finding of a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to 0 voltage. A review of the downloaded share log was performed and a pairing failure was found in the log within the investigation window. The customer complaint was confirmed because there was an indication of a transmitter pairing failure. Pairing. The root cause could not be determined. No injury or medical intervention was reported.